Manufacturer narrative:
The manufacturer received information alleging the patient was sleeping when they saw flashing and smelled smoke. The patient reports melt. The patient states the device was using ac power and nothing else was plugged into the receptacle. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for evaluation. During the evaluation, dust-like contamination was found in the air let of the blower box and the blower motor. Black dust-like contamination was found in the ui panel and air outlet of the blower box consistent with keratin and ER 2243857 v01. There were no visible damage or functionality failures of the deice which suggest that the source of contamination was external to the device. The complaint was not confirmed, and symptoms could not be addressed. The humidifier, heater plate and heated tube were verified to be getting warm and working.

Event description:
The manufacturer received information alleging the patient was sleeping when they saw flashing and smelled smoke. The patient reports melt. The patient states the device was using ac power and nothing else was plugged into the receptacle. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.